Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012- 03907. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of cystoscopy.

Manufacturer narrative:
Date sent to FDA: 1/19/2017. (B)(4). It was reported that following insertion the patient experienced urinary incontinence, frequency, nocturia and urinary tract infection.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence, frequency, nocturia and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced recurrence, bleeding, dyspareunia, urinary/bowel problems, and neuromuscular problems. It was reported that the patient underwent partial mesh removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.